Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) who had coded, the device powered up without display and failed to charge the energy. Complainant indicated that the clinician obtained another devie to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.